Event description:
It was reported that the device had a spark from the power cable and part of the cord melted. It was away from the wall in the room and placed on a chair near the child¿s bed. There were no flames. It appears that smoke was emitted momentarily when the sparks occurred. The sparks occurred from the cord near the power plug. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.